Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further examined the removed therapy pcb assembly and observed that integrated circuit, designator u50, was electrically open and damaged which prevented 5 volts to be delivered to integrated circuit, designator u6 processor. This caused the device to charge but not reach the end of the charge cycle.

Event description:
The customer contacted physio-control to report that the service indicator is present on their device and there are event codes logged in the device's memory. Upon evaluation of the customer's device, physio-control observed that the device is unable to charge for defibrillation.